Event description:
A hospital reported to us that the insulation of a viasys heated breathing circuit connected to an mr850 respiratory humidifier had melted and emitted a burning smell. No pt consequence was reported.

Manufacturer narrative:
An investigation was carried out based on a report from our UK office who inspected the devices involved. In our office, the mr850 humidifier and viasys circuit were visually inspected and calibration, performance and safety tests were carried out. Results: all fuses on the mr850 were intact. The heaterwire within the viasys breathing circuit was shown to be an open circuit and the mr850 issued the heaterwire alarm when connected. The viasys circuit is now with viasys for investigation. The mr850 passed calibration, safety and performance tests. Conclusion: no fault was found with the mr850 humidifier. We are attempting to find out what type of viasys circuit was being used during this event and its power rating. The electrical specs of the heaterwire that can be used with an mr850 humidifier are mentioned in the mr850 instructions for use. It is possible this is an incompatibility issue between the humidifier and circuit.